Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) had multiple consecutive kinks and ovalizations from approximately 121.5 ¿ 135.0 cm from the hub. Conclusions: evaluation of the returned cat3 confirmed a fracture. Yield marks were present on both sides of the fracture site. This suggests that the device was kinked prior to fracture. If the device is forcefully mishandled at extreme angles during removal from its packaging hoop, damage such as a kink may occur. If a kinked device is further manipulated, the kink may worsen to a fracture. Further evaluation revealed ovalizations on the distal tip. These damages were likely incidental to the reported complaint. Evaluation of the returned cat6 revealed multiple consecutive kinks and ovalizations on its distal end. This type of damage typically occurs if the reusable sheath is not properly utilized when advancing the cat6 into a parent device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00860.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6) and an indigo system cat3 aspiration catheter (cat3). During the procedure, the physician made four successful passes using the cat6 with a non-penumbra sheath. The physician then removed the access sheath in exchange for a new non-penumbra sheath. However, while attempting to make a fifth pass, the physician was unable to insert the same cat6 into the new sheath using the crosscut valve and, therefore, it was removed and a new cat6 was used. Next, the hospital technician opened a cat3 and was found to be cracked. The damage to the cat3 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new cat3 to remove the thrombus distal in the tibial. There was no report of an adverse effect to the patient.